Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s high blood glucose level was 23 mg/dl. The customer¿s current blood glucose level was 101 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The customer did not experiences any symptoms related to the low blood glucose. The customer stated that troubleshooting was declined by the patient for the low blood glucose. The customer treated for high and low blood glucose with the glucose . The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Device sensor function properly and no anomaly noted. No unexpected calibrate error, weak signal or lost sensor alarms noted during testing. Device was also programmed with test glucose meter, device communicated properly and recorded the 93 mg/dl value properly from glucose meter. (B)(4).